Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Hernia and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered non-serious. Other adverse events related to the lap-band system that occurred in fewer than (B)(4) of subjects included: hernias, including hiatal hernias." Device labeling addresses the possible outcome of intolerance as follows: it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body.

Event description:
Health professional reported lap-band system removal "due to band intolerance and repair of large hiatal hernia." Device was replaced with a non-allergan band. Health professional has declined to provide additional info.